Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The customer provided no reason for removal other than stating that the device did not dissolve. One (B)(4), 9x28mm fully threaded bio-interference screw, was returned. The screw's distal tip was slightly flared. Testing of the returned device indicates degradation consistent with the time it was implanted. No other damages or any other abnormalities were observed. The screw's overall od and length was within specification. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implants, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient post-op compliance to rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a screw was inserted in the femur in an acl intervention (btb) on (B)(6) 2008. Did not reabsorb so far. It was placed on the tibial zone and was placed correctly. (B)(6) 2011- updated information supplied by the rep: no medical reasons or symptoms were provided for "revision" removal and replacement of implant. Reporter stated that "nothing ruptured inside the patient" only that it was "noticed at a routine check up" that the implant had not yet absorbed after 2 years nor did it show signs of absorption. Patient was not in pain.